Event description:
Customer reported that centrifuge contents escaped the centrifuge leading to operator injury.

Manufacturer narrative:
Customer reported that centrifuge contents escaped the centrifuge striking the operator in the back of the head. It was reported that: the operator suffered from headache, nausea and issues with equilibrium. A CT scan was conducted which came back negative for internal bleeding. The operator lost work time as a result of the injury. Further, it was reported that the operator did not follow the manufacturer labelling for use of a shield inside the centrifuge during operation. Upon manufacturer inspection of the returned device, the unit exhibited wear and tear. The rotor had been used 6790 cycles prior to its breakage, indicating use beyond the labeled useful life of 3600 cycles. Based on the investigation conducted, the use of the rotor beyond its useful life and the failure to install the shield let to the event.